Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator change out for normal battery depletion, the right atrial lead failed to capture. An x-ray was performed, which found no anomalies. The lead was capped and replaced during this change out procedure on (B)(6) 2019. The patient was stable post-procedure.